Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation. The modular head and taper adapter were removed and replaced.